Event description:
Customer reportedly received results of 333 mg/dl on her device and 133 mg/dl on the professional's device. No high blood glucose symptoms reported. Customer also reportedly received results of 295 mg/dl and 122 mg/dl on the same device within 10 minutes. No quality controls used. No adverse event reported. No actions taken based on device results. Requested return of suspect device and replacement was sent.